Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient's wife called lifescan on 12/06/2004 and alleged that her husband's meter would not power on. The last time the patient was able to test on his meter was two days earlier in the morning. The patient reported feeling weak and was sweating (date unknown). He visited his medical professional at the time of the symptoms. He was treated with insulin. The result received with the medical professional, if any, was not reported. The patient was using the correct test strips, the battery was correctly installed, and the battery contacts were in good condition. The power issue was not resolved. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient. Medical affairs attempted unsuccessfully to reach the patient for more information. A letter is being sent to the patient as a second attempt to obtain more clinical information.